Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have exhibited over-sensing of myopotentials and inappropriate automatic mode switch episodes. Corrective programming changes were made on (B)(6) 2021 and the patient will continue to be monitored. The patient was stable throughout.